Event description:
It was reported that the right ventricular (rv) lead was fractured, had high/undefined pacing impedance, and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5568-53 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.